Manufacturer narrative:
The retrospective analysis has not indicated any technical failures of the system. Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk has been recognized.

Event description:
During treatment, patient reported numbness in fingertips. After the treatment, some residual fingertip numbness remained. One day post treatment, the fingertip numbness was mild and a little better.